Event description:
It was reported that an alert vibration malfunction occurred after pump fell off counter, and pump displayed malfunction code 9. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, and malfunction did not recur after reset; customer was advised to continue using pump and to call back if malfunction code appeared again.